Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry regarding a 56 year old male patient presenting with cardiomyopathy for impella support. During support, the patient endured a stroke with a "probable" relationship to the impella device, followed by ventricular tachycardia (vt) with a "possible" relationship to the impella device. A thrombectomy was performed in response to the stroke, and a cardioversion was performed in response to the vt that occurred on the following day.

Manufacturer narrative:
The investigation for the reported stroke, ventricular tachycardia, and thrombus has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the stroke, ventricular tachycardia, and thrombus could not be determined.